Event description:
It was reported the ¿electrode was defective¿ during the procedure. The lead was not implanted. No further information was reported. A follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).